Event description:
Co received info that this lead was repaired. During a routine replacement procedure the physician noted this lead had an insulation break at the proximal end. The lead was repaired with medical adhesive and a sleeve. Co is unable to confirm the serial number of the repaired lead, both leads are reported on this report. Implanted 12/08/92. Remains implanted.